Event description:
The average age at time of cochlear implantation was 48 years (sd 16 yrs). After two years of use, there is no evidence of any consistent change in the psychophysical paramenters of adults. (*)